Event description:
It was reported that the patient presented to the emergency room due to receiving shocks and muscle stimulation. The device was tested and showed rapid depletion due to multiple occurrences of power on reset. A charge time out occurrence was noted. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. A ram chip memory error was noted. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Four power on resets for vreg monitor, on (B)(6) 2012. One patient alert for device circuit error on (B)(6) 2012. One patient alert for charge circuit timeout on (B)(6) 2012.